Event description:
It was reported to philips that the system gave an alert indicating the generator was busy and x-rays were not allowed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and identified power supply problems at the generator input. The philips field service engineer (fse) visited system onsite and confirmed that the system gave a generator busy alert. The review of system logfiles shows an ups error, which resulted in the miu: phase fault error. Upon troubleshooting, the fse found that the values of generator were out of specification. To resolve the issue, the fse adjusted the values, calibrated the generator and performed functional tests. In addition, the fse installed a power quality analyzer on the ups input, started recording data. After the adjustment and calibration, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the generator issue was resolved via a restart, which allowed for procedural continuation. If generator issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the generator issue may resolve, allowing for continuation and completion of the procedure. Generator issue can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.